Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially missing. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the partially missing ptfe pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was missing partially due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a mastectomy at the department of breast surgery, the subject device was used. In the 30 minutes of the procedure, unspecified error occurred. Although the user continued the procedure, unspecified error occurred frequently. The procedure was completed with another thunderbeat. There was no patient injury reported.